Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a reported glucose of 298 mg/dl, and the cause was unclear; troubleshooting and education were completed, and a replacement device was arranged. Symptoms included high blood glucose. Outcomes included no reported hospitalization or additional clinical interventions. Investigation included user-guided troubleshooting and education to address potential use issues. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.